Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while sleeping. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl). Customer resumed insulin delivery and customer delivered a manual injection to stabilize bg levels.